Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The stylet/guidewire was kinked/buckled and the distal lv (low voltage) electrode of the lead was covered in blood. The lead was damaged during use. The lead was returned with a 14-62 gray stylet inside the lead; the stylet was bent in various locations (damaged at implant attempt). Used a fresh 14-62 stylet to perform the test and it passed without issue. (B)(4).

Event description:
It was reported that during the procedure the lead was canted and when attempting to extend the screw, the lead would flip away from the heart wall. The lead was replaced. It was further reported that the catheter system valve was very tight and the dilator was difficult to extract. It was also noted that dye could not be injected. This system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.